Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.

Event description:
It was reported that the was not feeling well and presented to the hospital, the left ventricular lead exhibited unacceptable thresholds due to dislodgement. The lead was explanted and replaced.